Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 300- 600 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not contact tandem technical support at the time of the reported issue, and a system check could not be performed to determine a possible cause of the event. Bg was addressed via a manual injection, and supply change. The customer was instructed to consult with healthcare provider regarding bg level.